Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (10mg/ml at 3.15mg/day) via intrathecal infusion pump for non-malignant pain. It was reported a patient came in for a refill and they pulled out 5.6 cc over what they were expecting. It was confirmed that the pump logs looked fine. It was reported that the patient lost some therapeutic effect. It was ordered that a side port would be performed to investigate the catheter further.